Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal re-entrant tachycardia) ablation which includes the use of a navistar¿ electrophysiology catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that symptoms "arised" post op. Pericardial tamponade noted. Pericardiocentesis was performed. The physician's opinion on the cause of the adverse event is the procedure. No transseptal puncture was performed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient fully recovered but required extended hospitalization (one more night for follow up). Patient did not require cardiac surgery.